Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after approximately 36 months of support on the lvad, the patient was experiencing low speed and pump stop events. The patient's system controller was exchanged and the low speed events continued. The event log from the new system controller confirmed the reported events and may have been the result of a potential damaged driveline. The patient was scheduled for a pump exchange. Additional information from the hospital approximately one week later indicated that the patient was noted to have a possible disconnected bend relief. The patient was taken to the operating room for a possible pump exchange but instead had the pump repositioned and the bend relief reconnected and sutured in place. The hospital is continuing to monitor the patient and does not feel that this is a thrombus issue at this point.

Manufacturer narrative:
The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
(B)(4). The report of low speed and pump stop events can be confirmed based on the evaluation of the patient¿s event history; however, due to the device not being available for evaluation, a specific cause for the alarms could not conclusively be determined. The patient¿s event history contained events which captured low speed/flow events, elevated pump power, average pi, and multiple pump stop events. The events captured in the patient¿s event history appeared to occur while the patient was supported with the power module. Based on the manufacturer¿s complaint history and similar reported events, low speed/flow hazards, elevated power and pi, and pump stop events while connected to the power module are consistent with a compromised percutaneous lead. Multiple requests for additional information have been made; however, no information has been reported. The patient remains ongoing on lvad support. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.